Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a sheath greater than 8.5f and the tavi was completed. Reportedly post procedure, hemostasis was not fully achieved with the proglide sutures due to the severe calcification of the rcfa and the fact that the patient was obese. A non-abbott device was additionally used to achieve full hemostasis of the large hole. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.